Event description:
Information received from the field notes that during a routine follow-up, the battery impedance was at 2.2k ohms. At implant two weeks prior, the battery impedance was <1k ohm. The patient is not pacemaker dependent and follow-up will continue.